Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retraction issue. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: needle is not releasing. Additional information received on 05aug2025: date would have been 7/29. From what I was told the needle would not retract from the skin.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the needle would not retract could not be confirmed from the representative 20g insyte autoguard devices that were received in sealed unit packaging from lot 5056851. A sampling of 20 units were randomly selected for functional testing. A visual examination revealed no damage or defects on the returned samples. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and then activating the button. A stopwatch was used to measure the time between button activation and full needle retraction. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.